Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that it felt like the ins was moving around. The patient reported that she could put pressure on it to keep it in place. The patient reported that she had kept the ins off for some time, but chose to leave the system implanted because her healthcare provider said it would be too big of a risk to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.